Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a balloon rupture occurred. The 100% stenosed, calcified, target lesion was located in the highly tortuous left radial vein. A platinum plus guide wire was placed and a f/g sterling otw 6.0 x 40/40 (4f) balloon catheter was loaded onto the guide wire. With advancement, resistance was noted; although the balloon catheter was able to be advanced to the target lesion. The balloon was successfully inflated once to 6 atmospheres (atms) for 60 seconds (secs) and once to 10 atms for 60 secs. The physician was attempting to inflate the balloon to 12 atms and the balloon ruptured. The balloon was able to be removed and the procedure completed with a ultrathin diamond 6x4 balloon catheter. There were no pt complications reported with the pt's current condition listed as "good".

Manufacturer narrative:
The complaint device was not returned to bsc for analysis. The manufacturing records were reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications prior to shipment. The most probable root cause is operational context, as device performance was limited due to anatomical procedural factors. (B) (4).